Event description:
Visualase reported, after a successful ablation with the posterior applicator, the posterior laser fiber was disconnected from the laser and replaced with the anterior fiber. The pump tubing set (pts) was not switched to the anterior fiber and, therefore, remained connected to the posterior applicator. After a successful test dose on the anterior fiber, the laser power was increased to 70% of 15w, at a 30 second duration. After the ablation, the fiber was removed from the cooling catheter system (ccs) and inspected. The inspection of the fiber and ccs revealed that the overheated fiber caused the cooling catheter to deteriorate which resulted in a portion of the cooling catheter to break prior to removal of the ccs from the patient's head. This resulted in a small portion of the ccs to remain in the frontal lobe cavity of the patient's head. Further ablation using this applicator was discontinued. After a review of the system set-up, it was determined there was no saline coolant in the pump tubing set as a result of the posterior applicator not being removed when the laser fiber was changed to the back applicator. This resulted in the posterior applicator/pump tubing set to have coolant and the anterior applicator with the active fiber having no saline flow. The physician indicated that he would not be removing the small ccs portion left in the patient's frontal cavity due to potential risk to the patient of further surgery.

Manufacturer narrative:
Patient information was not made available from the site. Operator of device is a health professional, specially trained to use the laser induced thermal therapy system. Code ni used as, other than what is reported here, no further information is available per the following statement: medtronic navigation is filing this report having recently acquired the 510k related to the visualase devices and transferring responsibility for complaint handling and MDR reporting on (B)(4) 2015. Upon conducting a retrospective review of existing complaint records, previously handled through the quality system at biotex, (B)(4) (prior owner of the 510k), it was determined that this event meets the criteria medtronic would consider reportable to FDA. The aware date used is the aware date within the biotex quality system; however, medtronic navigation reviewed this complaint for MDR reportability and data transfer beginning on (B)(4) 2015.